Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, firing knob breakage. During the surgery, when firing, the firing knob was broken off. All the pieces would be returned. Another device was used to complete the surgery. There were no adverse consequences to the patient.